Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) experienced renal failure following the sensor implant. It was noted the patient is a clinical study patient and the adverse event is not related to the device but to the implant procedure. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Renal failure experienced by patient was contrast induced. Additional information received identified the patient was subsequently admitted to ICU for forced diuresis under monitoring of retention parameters. Patient was discharged on (B)(6) 2016 with a stable condition.